Manufacturer narrative:
An investigation was initiated in response to a customer complaint of false resistant oxacillin (ox) results for staphylococcus aureus in association with the vitek® 2 ast-p652 test kit (ref (B)(4), lot 8021351103). The customer obtained false resistant ox results resulting in a therapeutic correction of cefoxitin screen (oxsf) from negative to positive. Global customer service (gcs) performed a complaint review for complaints registered for the vitek® 2 ast-p652 (lot 8021351103) and found no indication of a trend for this lot. Lot 8021351103 met final qc release criteria and the lot passed all qc performance testing. No non-conformances were opened against this lot. A review of non-conformances for the ast-p652 was performed and did not identify any performance issues related to the customer's issue. The cause for the customer's issue could not be established. The customer was unable to submit the isolate for investigational testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method.see h10.

Event description:
A customer in (B)(6) notified biomérieux of false resistant oxacillin (ox) results for staphylococcus aureus in association with the vitek® 2 ast-p652 test kit (ref 421857, lot 8021351103). The customer obtained false resistant ox results resulting in a therapeutic correction of cefoxitin screen (oxsf) from negative to positive. Repeat analysis with the vitek® 2 ast-p652 test kit was not performed. Pbp2a and fox disk diffusion testing were performed as alternative methods. Pbp2a negative and fox susceptible results were obtained. Patient 2: vitek® 2: ox mic >=4 mg/l (resistant) / oxsf = positive (*therapeutic correction from negative) alternative: pbp2a = negative / fox disk = susceptible the customer indicated that the false resistant results did not lead to any adverse event related to the patient's state of health. The false resistant results were initially reported to the physician, but then changed to susceptible after alternative testing was completed. There is no indication of incorrect treatment being administered to the patient. A biomérieux internal investigation has been initiated.